Event description:
The pt is very thin which required the system to be placed very shallow. The lead anchor and lead was eroding through the skin at the anchor site in the middle of the pt's back. The physician decided to explant the system and re-implant after pt heals. The system will not be returned to ans for evaluation.

Manufacturer narrative:
Evaluation: ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.